Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'running for about 4 hours with blue slide clamp on and did not trigger any upstream occlusion alarms.' The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was running for about 4 hours with blue slide clamp on and did not trigger any upstream occlusion alarms during therapy. The infusion was initiated at 6 ml/hour and increased every half hour to the following rates: 12,18, 24, 30, 42, 48, 60 ml/hour. The solution was in a non-rigid polyvinyl chloride (pvc) bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.